Event description:
The customer reported broken wires in the footswitch and high voltage cable. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and foot switch. System operates as intended. (B) (4)